Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mtm associated with this complaint and completed its investigation. Failure analysis (fa) replicated the reported issue (error 23025 along axis 3) during power-up. Fa noted that the axis 3 motor will be replaced along with the opto button pads as they were found to be worn out. Additionally, the gimbal grip pads will be replaced due to wear. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or it could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci-assisted sigmoid colectomy procedure, the system faulted with an error 23025 on the right master tool manipulator (mtm). The intuitive surgical inc. (Isi) technical support engineer (tse) assisted the customer in completing troubleshooting: remove instruments, power cycle system, emergency power off, set the breaker down on patient cart and surgeon console, and exercise the mtm. However, the issue persisted and at that time the surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The complaint was replicated and verified through the system logs. To resolve the issue, the fse replaced the mtm. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc. One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr).